Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
The claimant was riding along the pavement in his pride q600 sport powerchair. The rear axle in the powerchair malfunctioned causing the claimant to be thrown out of chair.